Event description:
The complainant reported that an impella cp was inserted via 14 french sentrant sheath which was the medical doctor's sheath preference. The sheath was flushed and aspirated prior to insertion. Activated clotting time at time of insertion was out of range high (greater than 400). The impella cp was started and placed on p9- immediately upon starting the impella cp. Suction was noted. The staff was unable to break suction despite decreasing the impella cp from p9 down to p2. An echocardiogram was done in the cardiac catheterization lab confirming good position of the impella, pointed apex and free of any cardiac structures. The right ventricle on echocardiogram was moderately reduced. No echocardiogram was done prior to impella cp placement so it is unknown if suction was due to clot ingestion. Suction then spontaneously resolved and the impella cp began flowing appropriately for set p-level. No other alarms were noted on the impella cp at this time. Post placement echocardiogram did not reveal any left ventricle thrombus that could be visualized. The team was made aware. The patient's outcome at explant was survived. Additional information was received. The impella cp was removed at bedside by the medical doctor who placed an impella cp. The impella cp was placed through 14 french sentrant sheath per hospital preference. The patient had a very large body habitus. The impella cp was removed and was pulled back into the sentrant sheath by the medical doctor. The medical doctor felt resistance upon removing the impella cp. Upon removing the impella cp into sheath it was noted that impella cp was partially separated at the cannula. At this time the sheath and the impella were pulled out as one unit by the medical doctor. The pigtail and inlet were visualized inside the sentrant sheath near the valve of sheath. The 14 french sentrant sheath may have kinked due to large body habitus. Hemostasis was achieved with a perclose. No oozing or bleeding at the groin was noted. Doppler flow and both pulses foot were noted by doppler by the registered nurse. The pump flows became normal. The pump will be returning for investigation.

Manufacturer narrative:
This is one of two related reports. This report represents the introducer and another report was submitted to represent the impella cp. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.